Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Customer did not provide a bg value. Customer declined to provide any additional information regarding the reported issue.